Manufacturer narrative:
For the pth results from (B)(6) 2017 clarification has been provided. The customer deemed the pth results of 2.1 pmol/l and 2.2 pmol/l to be correct. It is not known if the initial erroneous results were reported outside of the laboratory, but there was no allegation of an adverse event.

Manufacturer narrative:
The customer stated that they received another questionable pth result, specific details not provided.

Manufacturer narrative:
Evaluation codes updated.

Manufacturer narrative:
The customer provided another questionable pth result for 1 patient sample. Pth testing was performed on (B)(6) 2017. The initial pth result was 7.88 pmol/l with a repeat result of 7.9 pmol/l. The sample was repeated two more times with pth results of 2.2 pmol/l and 2.1 pmol/l. The customer has their e602 set up to automatically run all pth samples in duplicate. It is not known which results are deemed to be correct, if the results were released outside of the laboratory, or if there was any adverse event, but clarification has been requested. Further analysis showed there was an "abnormal aspiration" alarm on the initial day of event (B)(6) 2017. Some details of pre-analytic sample handling were not provided; of the information that was provided, some preanalytics were not done according to specifications. This could lead to poor sample quality and could be a possible root cause. Other possible root causes include foam or bubbles on the sample surface, tilted tubes initial in combination with wet tube walls, fibrin clot or strands caused by insufficient pre-analytical handling, or insufficient maintenance.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 2 patient samples tested for elecsys pth immunoassay (pth) on a cobas 8000 e 602 module. For patient #1 the initial pth result was 4.21 pmo/l. The sample was retested twice with results of 111.9 pmo/l and 113.1 pmo/l. For patient #2 on the (B)(6) 2017 the initial pth result was 4.34 pmo/l. The sample was retested twice with results of 15.26 pmo/l and 14.45 pmo/l. The customer has their e602 set up to automatically run all pth samples in duplicate. It was unknown if the erroneous results were reported outside of the laboratory. There were no allegations of an adverse event. The pth reagent lot was 220377 with an expiration date that was requested but not provided. The customer stated that they had not been previously running with rack inserts but now have inserts in all of the sample racks. The customer was not sure if the inserts were in use when the obtained the erroneous results.